Event description:
It was reported that the patient's pump was off with a feeling of pain in the left arm and agitation. The patient called the hospital and they helped him change the system controller, but the pump running symbol was always off with persistent low flow alarm. The patient was then readmitted in emergency. Transthoracic echocardiogram (tte) was performed and showed an increase in the cardiac ejection fraction (ef) and there was no evidence of thrombosis. It was confirmed that the patient hemodynamic status was stable, urinating and was in the intensive care unit. Based on the patient's hemodynamics, the team decided to not change the pump until further update. The log files had an onset of controller clock corrupt, low speed advisory, low flow, and lvad off events. The motor speed, calculated flow and calculated pulsatility index were all 0.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that as of 13apr2025, the pump remained off. The surgeon decided to explant the pump as the ejection had been raised 25-30%.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop; however, a specific cause for the pump stop event could not be conclusively determined. Further, a direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. The submitted controller event log file from the original system controller contained events from the default timestamps of (B)(6) 2000. Motor speed, estimated flow, and pulsatility index were captured to be 0 revolutions per minute, 0 liters per minute, and 0, respectively, throughout the duration of the file; however, a cause for this finding could not be determined. Low speed advisory, left ventricular assist device (lvad) off, and low flow hazard alarms were active on (B)(6) 2000. Further, driveline disconnect, no external power, power cable disconnect, and backup battery fault alarms were captured on (B)(6) 2000, consistent with the reported controller exchange. These alarms resolved upon reconnection of the driveline and one of the power cables; however, the pump cable was still not connected at this point. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting and disconnecting the driveline to and from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook further explains that the pump cannot run without power. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information. H6 health effect - impact code updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that all the possible causes of the pump off event were investigated but the reason was unable to be identified. The first step of the troubleshooting was to figure out if the pump or the system controller was the issue. The patient was guided to change the controller to a new one. As nothing happened and the symptoms remained the same, the patient was instructed to be admitted to the hospital. It appeared that the cause of the pump off was instant low perfusion. The organs were left with fewer blood flow which caused low blood pressure and pain. The blood volume was increased and the patient was administered with pain killers to stabilize the symptoms. The treatment worked well and the patient got stable. Transesophageal (tee) showed increased ejection fraction, had no pain, no blood pressure, and normal urination. The patient was reported to be stable and medical therapy was to continue.